Manufacturer narrative:
(B)(4). Evaluation results: (dissection).

Event description:
One endeavor sprint rx drug-eluting stent was implanted at the proximal lcx for treatment of the target lesion. It is reported that a second endeavor sprint rx stent was implanted due to a small dissection. Investigator reported a possible relationship to the study device. It is reported that the pt recovered with treatment.